Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rees3106 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the extension tubing was found leaking fluids when flushing the catheter immediately after placement in this patient. No other information provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed; however, the root cause was not identified. The product returned for evaluation was one segment of digital video which depicted a 5fr d/l powerpicc solo catheter. The depicted device was implanted in a patient. Needleless injection caps were attached to both luer adapters. A syringe was attached to the purple luer cap. During infusion, a spraying leak was observed in the extension tubing near the molded joint. While leaking was observed in the submitted video, inspection of the video was insufficient to identify the cause of the leak. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include sharp instrument contact, exposure to incompatible chemicals and material fatigue. H3 other text : device evaluation findings are in the manufacturer's note.

Event description:
It was reported that the extension tubing was found leaking fluids when flushing the catheter immediately after placement in this patient. No other information provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a catheter leak was confirmed. The product returned for evaluation was one 5fr dl powerpicc solo catheter. Usage residue was seen throughout the catheter extension legs. Print wear was seen on the molded joint and kinks within the extension tube is visible on both lumens. A small cut on the purple luer extension tubing was seen 3mm proximal of the molded joint. Blood residue was seen within that cut. A video was submitted previously but the returned physical sample yielded a better understanding about the fracture. . Microscopic examination of the split surface revealed flat, fractured surfaces with linear striation markings on the fracture surface. The depth of the split varied with one region being only superficial with the depth gradually proceeding into the inner extension lumen surface. These fracture features were indicative of catheter contact with a sharp instrument such as a scalpel or bladed instrument. The usage residue, print wear on the molded joint, and kinking of the extension tubing showed that the catheter had been in use and consequently the damage had occurred during use. H3 other text : device evaluation findings are in the manufacturer's note.

Event description:
"It was reported that the extension tubing was found leaking fluids when flushing the catheter immediately after placement in this patient. No other information provided."